Event description:
During a subsequent clinical follow-up, lv lead diagnostics were confirmed stable; however still exhibiting a significantly lower pacing impedance value than observed at the previous follow-up and since implant. Additionally, boston scientific internal technical services was requested to review device history for lead integrity assessment. This data review failed to reveil any further information, as the lv trend diagnostics were programmed off; although technical services confirmed all lead electrical values had been within a normal range at the previous follow-up. Technical service provided further troublshooting recommendations. To date, a revision procedure has not been performed, with normal clinical follow-up's scheduled for continued monitoring. No adverse patient effects were reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead has displayed a large decrease in impedance measurements since the last evaluation. All other measurements were acceptable. The physician contacted technical services to troubleshoot this issue. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. When additional information becomes available, this investigation will be updated.

Event description:
At the next scheduled follow-up, lv measurements were confirmed stable. Programmed lv pacing configuration was lv tip to rv, with sensing configuration programmed lv tip to lv ring. An electrogram review showed true non-sustained episodes since the last follow-up. No intervention planned and the next follow-up scheduled in six months.